Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon string broke off whilst still in my vagina- retained 43 minutes [foreign body in reproductive tract]. String broke off - tampon [device breakage]. 43 minutes tampon stuck in vagina...managed to remove it [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string broke off while it was still in her vagina. No serious injury reported.